Manufacturer narrative:
Correction: the correct address of initial report (e1) is hopital necker, not hopital robert debre as previously reported in initial report on july 02, 2025. Per the clinic, the patient experienced dizziness related to the pain. The patient has also become a non-user out of fear of experiencing pain. Subsequently, the patient was administered with pain medication; however, the issue did not fully resolved resulting in a decision to explant the device. Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced pain and a magnet dislodgement during an MRI (1.5 tesla) on (B)(6) 2024. Surgery to reposition the magnet was completed on (B)(6) 2024. However, the issue could not be resolved and the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.